Manufacturer narrative:
Insulin pump received with currents in spec. No unexpected off no power without low battery anomaly noted. No unexpected blank display noted during our testing. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call that her insulin pump would not turn on even after changing out the battery twice. Customer's blood glucose was 400 mg/dl. Customer's blood glucose level at time of call was 300 mg/dl. Customer reported that the insulin pump alarmed a low reservoir alert and the customer was able to clear it. Customer reported did not receive a low battery alert prior to the off now power alert. Troubleshooting was unable to check for alarm history due to the insulin pump was unable to turn on. Customer mentioned that the insulin pump was dropped on to the tile floor before. The battery cap was not loose, cracked, or damaged. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced, and the customer agreed to return the device for analysis.